Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va0jcq9, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0j8l1, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient felt like the stimulation was not working. The issue began about a week ago, but was really bad today. The reporter stated the issue started around the same time the patient started wearing a medical alert necklace. The patient had a return of symptoms and had been weak. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer that reported the patient felt the hearing aid was affecting the deep brain stimulator (dbs) and negatively affected her balance. They felt that she was unable to do all these things now like walk and get the mail. They took it out one day and then she was able to walk to get the mail. The patient couldn't walk anywhere and without holding someone, she would fall. The patient never walked to the mailbox and she had never been able to do this since having the dbs implanted. They were convinced the dbs was not working for her much. After having the dbs, the patient's memory and things got worse and the dbs hadn't helped her immensely. The patient didn't have tremors but she had the inability to move and the patient still took a lot of medications. They felt like the dbs was interfering with her hearing aids which lead to balance and walking problems. They had a lack of therapeutic effect. The patient was implanted for parkinson's dual and movement disorders.